Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the tenaculum forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like a broken pitch cable. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken wire. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The issue was identified while moving the instrument during use. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The complaint of broken cable was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.